Event description:
Customer reportedly received results of 157 mg/dl and lo (less than 10 mg/dl) within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results; customer self treated with orange juice. No adverse event related to the device was reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.